Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp fractured during disassembly following use in an initial knee replacement surgery. There was no patient involvement. The surgical technique was utilized and there was no surgical delay. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned product exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. Review of the DHR found the following deviations/anomalies, 1 piece scrapped at job step 3000 (etch)(etch defect). Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp fractured during disassembly following use in a knee replacement surgery. There was no patient involvement. There was no surgical delay. It is unknown if the surgical technique was utilized. Attempts have been made and no further information has been provided.